Event description:
It was reported that the patient presented to the emergency department with left hand weakness and unsteady while walking. Head computerized tomography (CT) was negative, international normalized ratio (inr) goal remained the same. The patient was diagnosed with a transient ischemic attack (tia), symptoms resolved, and the patient was discharged home. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with left hand weakness and unsteadiness while walking. A head computerized tomography (CT) did not reveal any issues and the symptoms resolved without intervention; the patient was diagnosed with a transient ischemic attack (tia). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, tia is a known potential complication associated with the implantation of an hvad pump. The patient's reported medical history noted that the patient had previously experienced a tia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.